Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in failure to switch to battery when ac power was lost. There was no patient involvement.